Event description:
The facility stated that the aq2010v 3 piece silicone lens haptic tore. No pt injury. Ocucoat and bss were used to lubricate. Staar metal injector was used to insert the lens. The cartridge model, aq cartridge fp, lot numbers were not specified by the facility. The user facility has not been forthcoming with additional information.